Event description:
It was reported that thebd ultra-fine¿ insulin syringe had foreign matter. The following was translated from japanese to english: contacted through the agency, and when the tear drop label was opened , blue powder was attached and an investigation requested.

Manufacturer narrative:
H.6. Investigation summary: one open 31g x 8mm pen needle sample and three photos were returned form lot. No. 2194914, cat. No. 320102. Visual examination was carried out on the returned sample and photos and foreign matter on the hub was observed. This issue most likely occurred when the teardrop labels were punched out from the webs creating loose teardrop label particles. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from japanese to english: contacted through the agency, and when the tear drop label was opened , blue powder was attached and an investigation requested.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from japanese to english: contacted through the agency, and when the tear drop label was opened , blue powder was attached and an investigation requested.

Manufacturer narrative:
The following field were updated due to correction on h.6. Investigation summary: one open 31g x 8mm pen needle sample and three photos were returned form lot. No. 2194914, cat. No. 320102. Visual examination was carried out on the returned sample and photos and foreign matter on the hub was observed. The presence of loose teardrop label particles in the pen needle occurred due to operator intervention based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that thebd ultra-fine¿ insulin syringe had foreign matter. The following was translated from japanese to english: contacted through the agency, and when the tear drop label was opened , blue powder was attached and an investigation requested.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 07sep2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.